Manufacturer narrative:
Evaluated opne opened/used enlite sensor and found sensor broken with part still attached. We were unable to confirm if customer received sensor damage due to customer returning it opened/used. We inspected introducer needle for burrs/hooks and dull needle tip defects and none were found.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor anomaly. Customer advised they tried to remove the needle housing and the wiring came out with the needle. Customer advised the cannula came out instead of remaining inserted into the body. Troubleshooting was performed for the sensor anomaly. Customer was advised to discontinue use of the sensor and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.